Event description:
The argon beam cautery unit flashed "fault", the grounding pad was checked, the instrument was changed, however it continued to say "fault." The unit was removed from service. The circulating staff member was unable to unplug the cord from the adaptor. The device was inspected by the biomedical department, and the findings were that the adaptor was not plugged in all the way. When the adaptor was changed, the unit functioned properly.